Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of possible under delivery anomaly. The customer's blood glucose reading was 294 mg/dl. The customer stated that the numbers are going from 0 to 7.1 units almost instantly. The customer stated that insulin squirted out during fill tubing on her last set change. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No display ramping on its own anomaly noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.